Manufacturer narrative:
Bayer case number: (B)(4) recurring joint pain [joint pain] , muscle pain [muscle pain] , gum pain [gum pain] , tingling feet and hands [tingling feet/hands] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 24-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("recurring joint pain") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, 4802 days after essure (ess205) insertion, she experienced arthralgia (seriousness criterion medically important) and myalgia ("muscle pain"). On (B)(6) 2018 she experienced paraesthesia ("tingling feet and hands"). On unknown date she experienced gingival pain ("gum pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to arthralgia, myalgia, gingival pain or paraesthesia. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) recurring joint pain [joint pain], muscle pain [muscle pain] , gum pain [gum pain], tingling feet [paraesthesia foot], tingling hands [paraesthesia hand] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("recurring joint pain") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2018, 4802 days after essure (ess205) insertion, she experienced arthralgia (seriousness criterion medically important) and myalgia ("muscle pain"). On (B)(6) 2018 she experienced paraesthesia foot ("tingling feet") and paraesthesia hand ("tingling hands"). On unknown date she experienced gingival pain ("gum pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to arthralgia, myalgia, gingival pain, paraesthesia foot or paraesthesia hand. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.